Event description:
The manufacturer received information alleging a ventilator was alarming for a service required alarm condition. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" alarms indicating an oxygen blending module board failure were found in the ventilator's downloaded error log. The device's oxygen blending module needs to be replaced to address the issue. The device repair was cancelled due to the device's lease term ending.